Event description:
An inflammatory mass was reported. On (B)(6) 2011 during a pump revision a granuloma was seen at the tip of the catheter (another manufacturer's catheter). No devices were explanted, but the granuloma was removed and catheter trimmed (length unknown) and left in place for the dura to heal. The pump had morphine. It was later reported on (B)(6) 2011 that the patient was not receiving good therapy from their catheter and having a return of pain symptoms. It was decide to replace the catheter at a later date, presently awaiting the patient to heal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial#(B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).